Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to high motor current draw. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error on normal basa rate. Customer's blood glucose was 300 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer doesn't received an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.